Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Nurse reported via phone call that the customer was hospitalized on (B)(6) 2015. Customer had low blood glucose of 12 mg/dl. The insulin pump showed a manual bolus of 1.3 units on 9/15. The cause of the low blood glucose is unknown.